Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam flashed; the aiming beam came off of the fiber tip at 46,053 joules. No pt injury was reported. The device was not returned for eval.